Event description:
This lead was intended for trial pt implant in (B)(6). It was reported that once the physician placed the lead and connected it to the trial cable, high impedance measurements were observed and the pt felt no stimulation. Efforts to resolve this matter by repositioning the lead and using a different trail cable proved unsuccessful. A new lead was used to complete the procedure, and stimulation was captured for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.